Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.